Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range pacing impedances and high thresholds on the right ventricular (rv) lead. No adverse patient effects were reported. The device and lead were explanted and replaced.

Manufacturer narrative:
(B)(4). As of today this device has not been returned for analysis. Attempts to retrieve the device have been unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.